Event description:
Facility from (B)(6) contacted lfs alleging a date/time issue with their one touch verio meter. This is the first time they are using the meter. She denied anyone exhibited any symptoms or sought any medical attention due to the alleged issue. The alleged issue was not resolved over the phone with the customer care advocate (cca). The product was replaced. The complaint is being reported since the alleged issue with the verio was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k)s # is k093745.